Event description:
Reportedly, three hours after application of the dlu on the left atrium (with no apparent abnormalities), the pt started to bleed. Then six hours later the pt suffered a hemorrhage. Pt was operated on again and pt status is reported as ok as of june 27, 2000.